Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose of 39mmol/l, and the insulin pump was alarming no delivery every fifteen minutes. It was stated that the customer changed the infusion set several times and the blood glucose kept rising. The paramedics were called and treated the customer with insulin pen. No further info was provided.